Event description:
It was reported that the customer tried to detach the disposable pressure transducer and the male connector on the flo trac sensor broke. No pt complications were reported.

Manufacturer narrative:
Device not returned.